Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Blood glucose reading was 600 mg/dl. Customer was treated with insulin pen and insulin pump. Customer did not allege insulin pump was under delivering. Customer performed high pressure test and the test was passed. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.